Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause could be that the image has not come out due to the failure of the patient board set. In the failure of only patient board set, since color bar is not displayed when 180 scope is used, it was presumed that color bar is displayed when scope is not connected. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device return was evaluated. Evaluation determined that the device was found with faulty patient board causing no image. The identified parts were replaced, device was repaired. The software version was updated. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The failure was attributed to device electronic component failure.

Event description:
It was reported that during preparation for use the device exhibited no image, and only color bars were showing when plugged into 180 scope series. There was no patient involvement on this report.